Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the external iliac artery with moderate calcification. Pre-dilatation was performed and a cross over technique was performed and during attempted deployment of the absolute pro self expanding stent system (sess), the thumbwheel was blocked. It was attempted to remove the stent but it was stuck in the introducer sheath and then separated. The introducer sheath was removed; however, there were 2 fragments of the stent in the aortoiliac bifurcation. The physician tried to crush both fragments against the vessel wall. This was successful for one piece but the other migrated to the aorta. This fragment was successfully retrieved with a snare. Two covered stents were then implanted in the aortoiliac bifurcation in order to protect the aortoiliac bifurcation; however no perforation or occlusion was caused. There was an hour and 30 minute delay in the procedure. The patient is fine now. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. The reported material separation stent was able to be confirmed. The reported mechanical jam was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interactions with the moderately calcified anatomy/other devices and/or inadvertent mishandling resulted in the noted device damages (multiple sheath wrinkles, multiple sheath chatter marks, wrinkled inner member) preventing the shaft lumens from moving freely thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the device resulted in the reported/noted stent damages (smashed, twisted, deformed, separated), the noted smashed tip, the noted jacket stabilizer bend and the noted outer member bend. The treatment appears to be related to the operational context of the procedure as one of the stent fragments was crushed against the vessel wall and the other fragment was successfully retrieved with a snare. There is no indication of a product quality issue with respect to manufacture, design or labeling.